Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported a sensor glucose versus blood glucose value difference. The blood glucose value was 116 mg/dl. The customer received a change sensor alert and stated that the film on the pedestal when the sensor was replaced came over together on the serter side. The event involved product mmt-7040c9. Troubleshooting was not performed. The blood glucose value was 116 mg/dl and sensor glucose value was 183 mg/dl and the difference was greater than 30%. It was unknown whether the customer was using the insulin pump within 48 hours and whether the auto-mode/smartguard feature was active at the time of low blood glucose event. No further patient complications were reported. Product return for mmt-7040c9 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.